Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient was hospitalized on (B)(6) 2025 with hyperglycemia, after wearing the pod between 24 and 36 hours. It was reported that insulin had leaked from the pod site, leading to elevated blood glucose levels. Exact blood glucose values were not reported. Reported symptoms include nausea and vomiting. The patient was treated with intravenous fluids and insulin to stabilize blood glucose levels. The patient was released on (B)(6) 2025.